Event description:
It was reported that a patient underwent a cleft palate repair procedure on an unk date where suture was used. Approximately a few days to two weeks following the procedure, the patient experienced a complete rupture of the repaired cleft. Currently, no re-operation has been performed; however, there is concern about the need for a second repair.

Manufacturer narrative:
(B) (4) - wound dehiscence: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.